Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. One reciproc blue files r25 8/100 25mm 025 in loose was returned by the customer. The instrument is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1561431, #1564931 and #1565300). Through previous complaints (B)(4) received in the past for the same issue, a representative sample of unused files vdw batch #287013 had been received and tested, found in compliance with specifications. The production batch #287013 is conforming. No fault was found.

Event description:
In this event it was reported that a reciproc blue broke during use; total report of three. This report is for the second reported event. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.